Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd blunt tip syringe experienced foreign matter contamination/coring, leakage, and blood exposure/splash. The products defects were noted during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Per customer: nurse drew a sample of blood from a line with a bd syringe (blunt tip), unknown material and lot number, she then put it into the vacutainer but when she pulled out, blood sprayed out of the stopper. The blood got on the nurse however she was wearing a mask so no exposure. She did not know exactly the lot number of tube that sprayed but the one they have on the floor is lot - 9344840. Sample was sent for testing afterwards. The caller was the clinical nurse specialist from the nicu and a staff nurse had experienced a blood spatter during transfer from a syringe to a tube. In our conversation I asked for the lot number, expiration date and reference number for the products involved in the incident. I asked her to describe the procedure that led to the spatter. The nurse drew blood from a patient's line using a bd syringe (no reference, lot or other information was available from the caller). A needle (no product information from the caller) was attached to the syringe and the needle was inserted into the bd nacitrate vacuatainer tube and allowed to evacuate the blood into the tube. Upon removal of the needle from the stopper blood spattered onto the nurse (no specific locations were given). However, the customer stated that there was sufficient ppe (mask and gloves) to prevent exposure. I informed the customer that we have a product to aid in the transfer of blood from syringe to a blood collection tube and sent her product literature for the bd blood transfer device.